Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in the aortic position by right transfemoral approach. During valve deployment, one second after the balloon was fully inflated, it burst. However, the valve was already able to be fully deployed. The delivery system was removed without any issue. The patient did not suffer any injury and was noted to be stable after the procedure. As per medical opinion, the root cause was the bicuspid aortic valve, heavy calcified with a r-n raphe.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst' was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as procedural imagery revealed presence of calcification in patient's annulus/leaflets and reported information indicated that an additional volume of 2ml were added to the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.